Manufacturer narrative:
Concomitant product: 4092-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that there was atrial undersensing noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.